Event description:
A customer reported that 2 donor samples recieved from the blood center labeled a pos resulted as ab pos on the galileo fwd abo assay. Customer believes that there was splashing in the b well on both; the images of the wells looked green and not yellow in the b well.

Manufacturer narrative:
A review of instrument results: on plate ID (B)(4) read at 1:14pm, the reactions strength in the anti- b well for sample ID (B)(4) in the b09 well was 57 and the reaction strength for (B)(4) in the b10 well was 81. To the left of these samples there were 2 samples that were strongly positive for the b well with reaction strengths of 99. Upon review of the image there did appear to be some discoloration of the background and there was still a button present in both the b09 and b10 wells; however both were fuzzy buttons. Additionally, the samples did not demonstrate the strong yellow color of the other b negative samples that were found on this plate. On plate plate ID (B)(4) read at 2:38pm the donor sample (B)(4) in the b02 well had a reaction strength of 9 and the well was clearly negative with a uniform diffusion of the well. The donor sample (B)(4) in the b01 well had a reaction strength of 6 and was also clearly negative with a uniform diffusion of the well. Follow-up with customer: the customer indicated that has she performed numerous abo fwd assays without error using the same reagent vials, without making any adjustments to the instrument and using the same sample segments. No further issues reported.